Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising impedance trends over a number of months. It was noted that artifacts were on the right ventricular (rv) lead. It was also reported there was a possible pacemaker failure noted. The device and leads remain in use. No patient complications have been reported as a result of this event.